Event description:
Same case as MFR# 2134265-2008-03342. It was reported that during a percutaneous transluminal coronary angioplasty drug eluting stenting procedure, stent damage occurred. The lesion was located in the left anterior descending (lad) artery. The physician advanced a taxus liberte 32 x 3.00mm stent delivery system to the lesion, but it could not cross the lesion because, the distal struts of the stent were hooked in the lesion. The physician then tried to advance a taxus liberte 24 x 3.00mm stent delivery system to the proximal lad, but the lesion could not be crossed as the proximal struts of the stent were hooked in the lesion. The procedure was completed with 3 additional taxus liberte stents. No patient injuries or complications were reported. The patient's status is reported as "no complication."

Manufacturer narrative:
Device analysis could not confirm the complaint reported. Visual examination of the stent revealed damage to the distal end. The distal stent struts were flared. The balloon was visually and microscopically examined. Both distal and proximal edges of the balloon were inflated. This may have been a potential factor to the difficulties encountered while attempting to cross the lesion. There are a number of complex factors effecting deliverability, for example, lesion type, anatomical tortuosity, guidewire and guide catheter selection, user technique etc. It is advised in the directions for use that if unusual resistance is felt at any time during lesion access before stent implantation, the stent system and guiding catheter should be removed as as a single unit. Failure to do so and or applying excessive force during withdrawal can potentially result in device damage. A review of the manufacturing records for this device confirmed that the device met its material, assembly and product specifications at the time of its release to distribution. The root cause could not be identified.